Manufacturer narrative:
(B)(4) date sent 7/1/2026. D4 batch # 684d59. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary: the product was returned for thorough evaluation, which included visual inspections of the returned device. Visual analysis of the returned sample determined that one cecr45w reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the remaining staples meet the staple form release criteria. However, one staples were noted to be malformed along the staple line, the staple do not create a fluid path. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the malformed staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. A manufacturing record evaluation was performed for the finished device batch number 684d59, and no non-conformances were identified. A manufacturing record evaluation was performed for the device lot e25110003, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.